Event description:
It was reported that the user experienced a post-meal hyperglycemia over 400 mg/dl after eating a protein bar, then allowed the ilet pump to auto-correct without backup therapy or supply changes, followed by a hypoglycemia to 53 mg/dl; the user observed no leaks, proper connections, and no device alerts, and did not verify with a fingerstick. Symptoms included sweating during the high and sleepiness during the low. Outcomes included return to range after treating the low with juice, followed by another high consistent with overtreatment, and completion of troubleshooting and education regarding staged carbohydrate treatment for hypoglycemia. Investigation included review of the event details and user-reported device status, as well as provision of education on appropriate hypoglycemia treatment. Investigation of this case revealed no evidence of device malfunction or component failure and an unclear cause for the glycemic excursions, with potential contribution from treatment decisions and meal response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.